Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller was trying to interrogate a new ins that was in the box prior to an implant case. The caller indicated that prior to calling they got a system error message that said something about the memory would be wiped and another error that said call technical service. The caller indicated that they were pressing the implant device button multiple times to try to start the session with the tablet. At the time of the call the caller had connected to the ins and programmed some information onto the ins. During the call the caller ended the session with the ins and reconnected. The caller indicated that the tablet displayed an option to implant the ins and then they were able to start a normal programming session without getting an error message. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received from the rep. Rep confirmed the software version and that the information was confirmed.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.